Event description:
Healthcare professional additionally reported baker grade IV, "significant pain" and "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified crease folds. A weight test of the device verified the device was within specification. Bubbles in the gel were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported baker grade IV, "significant pain" and "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.